Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator in which the leds were not illuminating. The manufacturer's field service engineer (fse) also observed that the top row of the touch screen was not working. There was no patient involvement. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel assembly to address and correct the customer's reported problem. The fse also replaced the touch frame assembly to address and correct the observed condition of a faulty touch screen.